Event description:
During chest compressions, the pads did not adhere appropriately to the patient's skin and were "sliding around" during resuscitation attempts. Per phillips, they need to determine if this issue needs a new case number or if it can be added to a previous complaint associated with the same pads.

Event description:
During chest compressions, the pads did not adhere appropriately to the patient's skin and were "sliding around" during resuscitation attempts. Per phillips, they need to determine if this issue needs a new case number or if it can be added to a previous complaint associated with the same pads.